Manufacturer narrative:
This combined initial and supplemental report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. A request for additional information regarding the initial event was sent to the customer. In response, the customer noted that multiple troubleshooting had been completed following the reported event. Through that troubleshooting, the staff discovered that the problem was with one of the facility¿s scopes, not the imager itself. The customer confirmed that the imager has been performing as intended. Based on the results of the investigation, a definitive root cause could not be determined. Though, information provided by the user facility suggests that the subject device was not at fault. However, without a device evaluation, that information cannot be proven. Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that his olympus evis exera iii video system center was producing a b12 communication error and not displaying an image. According to the initial reporter, power-cycling the unit removes the error code temporarily, but it does reappear after a short time. There was no patient harm reported as a result of this event.